Event description:
The broach handle is broken and worn. The grooves where the broach stop slides into are damaged. No surgical delay. No adverse affects on the patient.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was returned for analysis. Based on the photo evidence provided, it was identified that the grooves of the handle are worn, therefore, the allegation can be confirmed. No other issues were observed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Additional information received: a. Did it break into 2 or more pieces? No. B. Were there any pieces broken off from the instrument? If yes, was it removed? No. C. What do you mean about " the grooves where the broach stop slide into are damaged" was it worn, cracked, broken into pieces, bent, stripped, cross threaded or any device interaction? The grooves in which the broach stop slide into is damaged and worn.